Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation the monitor would not power up. The cause of the failure to power up was corrosion on connector j5. The root cause of the corrosion on the connector cannot be positively identified but was likely liquid ingress. No adverse event resulted from the corroded j5 component. The patient received a replacement monitor.

Event description:
The granddaughter of a (B)(6) male patient called zoll customer support to report that the patient's monitor would not power on. The patient was issued a replacement monitor.